Manufacturer narrative:
It was reported that only the abutment became loose, therefore there was no loss of osseointegration. The implanted fixture remains insitu. This report is submitted june 8, 2017.

Manufacturer narrative:
This report is submitted on april 07, 2017. (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration (date not reported) due to recurrent soft tissue infections. The implanted device remains. It is unknown if there are plans to re-implant the patient with a new device.